Event description:
The report received from the affiliate indicated that during an angioplasty of an 80% occluded and calcified lesion with vessel tortuosity, the stent came out of the balloon prematurely. There were no reported patient complications. There was no difficulty removing the product from the hoop. No kinks or other damages noted prior to inserting the product into the patient. The stent was not manipulated during prep and the sds was prepped according to IFU guidelines. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was difficulty crossing the lesion and the stent came out of the balloon while crossing the lesion. The procedure was successfully completed with another device without any injury to the patient.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. It is also available for testing and evaluation, but has not been received as of this report. Additional information received will be submitted within 30 days upon receipt.